Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was clarified that on (B)(6) 2026, the patient¿s cgm displayed an estimated glucose value (egv) of 55 mg/dl, while a bg reading was above 600 mg/dl, indicating a significant discrepancy between the two measurements. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was clarified that on (B)(6) 2026, the patient's cgm displayed an estimated glucose value (egv) of 55 mg/dl, while a bg reading was above 600 mg/dl, indicating a significant discrepancy between the two measurements. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed an estimated glucose value (egv) of 65 mg/dl, while a bg reading was above 600 mg/dl, indicating a significant discrepancy between the two measurements. The patient reported experiencing nausea at the time of the event. The patient uses the beta bionics ilet system. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.